Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece. Analysis found an external insulation abrasion proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
New information received noted that the right ventricular lead was explanted and replaced. The patient was in stable condition post-procedure.

Event description:
New information received noted that the right ventricular lead continued to exhibit noise leading to oversensing.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise leading to oversensing. Programming changes were performed. The patient was in stable condition.